Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number: (B)(4), lot number 62578. The reported events of inflammation/irritation and bleb-related leakage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Patient's spouse reported leakage from initial surgery has not stopped after getting stitches in the right eye and patient is experiencing dizziness/vertigo against the xen®45 gts. The device remains implanted. Healthcare professional confirmed of the bleb leakage and suture up the bleb. Patient experienced pain and swollen and physician removed the suture. Events of bleb leakage, pain and swollen have been resolved. Patient has been scheduled for cataract surgery. Patient is going to see an ent for the dizziness/vertigo (not device related).